Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock or click in place, missing reservoir tube o-ring and cracked reservoir tube.

Event description:
The customer reported via phone call that the reservoir will not stay in the insulin pump reservoir compartment and the o ring is not in the pump. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.